Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the master tool manipulator (mtm2) for the errors. Isi did receive a da vinci product involved with this complaint to perform failure analysis. System logs were reviewed and the error (23008) was found indicating pot to encoder error errors confirming the fault occurred in the field. Upon visual inspection, the mtm2 was installed onto a golden system where the error was triggered indicating fault on the axis 2 replicating the reported event. The mtm2 was then installed where power up was found to be failing on the axis 2. Once testing was completed, the axis 2 motor and the axis 2 motor cable were tested and were verified to be the source of the fault. The probable root cause could be attributed to axis 2 motor and the axis 2 motor cable failures.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer reported issues with the manipulator on the console. Tse reviewed the logs and found repeated 23008 faults for the left mtm. The customer had power cycled, and it faulted when they powered it back on. The customer then disconnected the blue fiber cable from the console and is continuing the case with the other console. The procedure was completed as planned with no reported injury.